Manufacturer narrative:
(B)(4).supplemental information:physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be improper solder of the speaker wire to the tab on the negative side.

Manufacturer narrative:
The initial medwatch report indicates: (B)(4) 2013. The initial medwatch report should indicate: (B)(4) 2013. The initial medwatch report indicates: (B)(4) 2013. The initial medwatch report should indicate: (B)(4) 2013.

Event description:
It was reported that the device powers on but has no audio prompts. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.